Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped form 55% to 20% after being connected to a power source. Following the battery drop the customer was unable to charge the pump. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated manual injection supplies were available.